Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during a novasure procedure, there was an array position warning. When the device was pulled out to troubleshoot, there was an hole in the array. The device was then partially retracted into the sheath and repositioned against the uterine fundus. Despite removing and reseating the device completely, the array position light continued to indicate an issue. A second device was used to complete the procedure. No other information available.

Manufacturer narrative:
Device was returned; visual inspection was conducted; a hole was found in the lower face of the array, and the hole was between both lower poles. In addition, it was found that the tip of the external sheath was slightly deformed. However, there were no signs of sharp edges. Functional testing was conducted, and the disposable failed the electrode array position test due to a short circuit. The damaged face of the array was taken off to review the internal flexures, and there is no evidence of sharp edges. Based on the information collected during the investigation, the complaint reported by the customer was confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.